Event description:
A revision surgery was performed approximately 5 months after an initial surgery to replace an interbody spinal implant that had migrated out of position causing pain from a compressed nerve. Based on info received from the initial reporter, the surgeon noted that there was insufficient bony fusion around the implant. There was no failure of the supplemental fixation system. The revision surgery was completed with good results. There was no info reported to suggest that the lanx device used in the original surgery failed to meet specification or otherwise perform as intended.

Manufacturer narrative:
The pt's condition and pseudarthrosis affected the effectiveness of the device.